Event description:
It was reported that the patient presented in clinic due to loss of bluetooth telemetry on the implantable cardioverter defibrillator. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of unable to interrogate using ble telemetry was confirmed. Based on the information provided, it was determined that the ble telemetry was turned off. The root cause for ble being turned off was unable to determined.